Event description:
It was reported that a patient experienced a heart attack coincident with peritoneal dialysis therapy. The patient was not connected to the homechoice device when the heart attack occurred. On the same day as the event, the patient was hospitalized. Treatment for the event was unknown. During hospitalization the patient did not perform dialysis therapy. Four days after the event onset, the patient discharged from the hospital and had recovered from the heart attack. Cause of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the event of heart attack was not reported until after the device has been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported heart attack. Review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a supplemental report will be submitted.